Event description:
Note: this report pertains to the first of two device malfunctions occuring in the same procedure. See related medwatch report #6000048-2007-00303. In 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangeopancreatography procedure using an autotome rx sphincterotome was performed on a female patient (age and weight unknown). According to the complainant, during the procedure the "cut wire of the tome became disengaged from the tome making it unable to bow and cut." A second autotome rx sphincterotome was then used. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
Visual examination of the returned device revealed: the cutting wire was burnt, bend and twisted; the extrusion was split approximately 7 millimeters from the distal pierce hole and appeared melted; and the hypotube at the distal end of the cutting wire had separated from the extrusion (see figures 1 & 2). A functional evaluation noted that the cutting wire and the hypotube could move slightly when the device handle was actuated. In addition, electrical continuity in the cutting wire was confirmed to be intact for the segment between electrical connector in the handle and the proximal end of the cutting wire. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed one additional complaint (from this same event). The september 2007 15-month autotome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Two most likely root causes for broken wires exhibiting burnt ends include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. Both of these scenarios would include user interaction associated with operational context.